Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied between the right colon and the middle of the transverse colon during a laparoscopic right colon surgery, the stapler was able to fire but the staples were exposed and were in a poor formation when the surgeon pulled out the patient¿s colon. It was stated that the device partially fired. They replaced the device and oversew staple line to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.